Manufacturer narrative:
This case was initially received via regulatory authority (reference number: r1909501) on 21-may-2019. The most recent information was received on 29-may-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ('abdominal pain') in a 38-year-old female patient who had essure (batch no. C61987) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("I am exhausted of fatigue"), bone pain ("bone pain"), myalgia ("muscle pain"), tinnitus ("tinnitus"), migraine ("migraines"), blindness ("visual loss") and pruritus ("itching"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, fatigue, bone pain, myalgia, tinnitus, migraine, blindness and pruritus outcome was unknown. The reporter considered abdominal pain, blindness, bone pain, fatigue, migraine, myalgia, pruritus and tinnitus to be related to essure. The reporter commented: after a long journey of the fighter in the face of credulity, the lack of information from medicine, the patient finally had the opportunity to be able to make the relationship between her disorder and essure with a removal in (B)(6) 2018. After removal, she commented that her state of health is not yet fully recovered. But, after -6 months she has the feeling of living again and having lost some years of her life with this device placed without even doing an allergy test or asking her if she was allergic to nickel. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-may-2019: quality safety evaluation of ptc. We received a lot number and a returned sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 21-may-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) female patient who had essure (batch no. C61987) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("I am exhausted of fatigue"), bone pain ("bone pain"), myalgia ("muscle pain"), tinnitus ("tinnitus"), migraine ("migraines"), blindness ("visual loss") and pruritus ("itching"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, fatigue, bone pain, myalgia, tinnitus, migraine, blindness and pruritus outcome was unknown. The reporter considered abdominal pain, blindness, bone pain, fatigue, migraine, myalgia, pruritus and tinnitus to be related to essure. The reporter commented: after a long journey of the fighter in the face of credulity, the lack of information from medicine, the patient finally had the opportunity to be able to make the relationship between her disorder and essure with a removal in (B)(6) 2018. After removal, she commented that her state of health is not yet fully recovered. But, after -6 months she has the feeling of living again and having lost some years of her life with this device placed without even doing an allergy test or asking her if she was allergic to nickel. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.